Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in plastic bd lithium heparin tubes with gel. Samples were centrifuged at greater than 5,000 rpm (rotations per minute) for over 5 minutes. System checks performed on (B)(4) 2008 confirmed to specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the pt's sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG) data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03021.

Event description:
The customer reported consistently elevated troponin (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on two samples involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number (B)(4). The customer stated one sample produced a result of 115 mg/dl. The customer performed heterophile blocking tube testing and produced a result of 0.40 ng/ml from a previous elevated result of 141 ng/ml. The elevated results were elevated out of the laboratory and questioned by the physician. The pt underwent a heart catheterization procedure and revealed no abnormalities. The physician suspected heterophile interference and supplied beckman coulter, inc with the pt samples for further analysis.